Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site was not healing adequately. The implanting physician decided to perform an explant procedure due to a possible site infection. The ipg and leads were removed without complications. The incisions were washed out and packed with vanc powder. The patient was provided with oral and intravenous antibiotics.

Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site was not healing adequately. The implanting physician decided to perform an explant procedure due to a possible site infection. The ipg and leads were removed without complications. The incisions were washed out and packed with vancomycin powder. The patient was provided with oral and intravenous antibiotics.

Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 8145 description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). The ipg and leads were received for analysis. Visual inspection of the ipg observed no damage or anomalies. The ipg passed the functional testing and performs properly. The leads were received in two segments. They were cut during explant. No other damages or anomalies were observed throughout the leads. No further testing could be performed because the lead received was cut into two segments. There were no observations that would have contributed to the patient's pain.